Event description:
A 16 fr foley catheter was placed prior to labor and delivery procedure. While attempting to remove catheter and fluid from bulb, the tubing collapsed with multiple attempts. This required the specialist to use a guide wire to remove fluid from bulb port to release fluid and then remove foley. There was no harm to the patient.